Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-jun-2019 with the following findings: during investigation, the keypad was found to be intact; no damage or peeling was observed. During testing, the ok keypad button was unresponsive to button presses. All other keypad buttons responded appropriately. The keypad was removed and no contamination was found under the button contacts. The pump was opened and there was evidence of moisture corrosion on the keypad connector and on the display board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up and down arrow buttons and the okay button were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.